Manufacturer narrative:
A complete analysis and testing of the pump showed that, it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported being hospitalized with low blood glucose. Customer is pregnant and medical doctor wants this pump to be replaced.